Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Through a CAPA performed in 2017, the following have been deemed root causes for intra-op fracture: thickness of wall adjacent to lateral window; size of lateral window; user overestimating strength of implant and applying excessive force (torsional, cantilever); user not following surgical technique guide ¿ recommendation to distract prior to insertion, ¿twist & distract¿ method, inadequate disc prep, lack of trailing; using oversized implant or wrong type/size of inserter, not distracting when inserting or repositioning. It was reported that the cage was rotated while in the disc space. This was determined to be a contributing root cause during the CAPA investigation. Additionally, the stg warns against rotating the cage within the disc space.

Event description:
It was reported that a tritanium pl cage fractured around the graft window during insertion at l2/l3 while the surgeon was performing a "twist and distract" method of insertion. There were no adverse consequences to the patient. The procedure was completed successfully with a 5 minute surgical delay.

Manufacturer narrative:
A non-conformance was previously initiated to investigate the root cause associated with this failure mode. The investigation identified surgical techniques not included in the approved IFU, including the "twist and distract" method, as the primary root cause. Stryker initiated a field safety corrective action on 28 november 2018 and notification was sent to the impacted customers. The surgical technique was updated to caution against misuse; this included an explicit warning against using the ¿twist and distract¿ method. This event is still under investigation and a supplemental report will be submitted upon receipt of additional information and/or conclusion of the investigation. Misplaced during sterilization.

Event description:
It was reported that a tritanium pl cage fractured around the graft window during insertion at l2/l3 while the surgeon was performing a "twist and distract" method of insertion. There were no adverse consequences to the patient. The procedure was completed successfully with a 5 minute surgical delay.